Event description:
It was reported that there was an external disconnect on (B)(6) 2021 in which patient does not recall a power outage or double disconnect. Additional information requested but not provided.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was not confirmed. The log file spanned approximately 4 hours ((B)(6) 2022 from 08:18 to 12:32 per the timestamp). The reported event of a no external power alarm was not observed in the log file and may have been overwritten by newer events. No notable alarm was observed. The mobile power unit, serial (B)(6), was not returned for analysis. Per provided information, the patient experienced no external power and cannot recall a power outage or simultaneously disconnecting the power cables. Multiple attempts were made to obtain additional information regarding the event; however, no response was received. A root cause of the reported event was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information provided. The manufacturer is closing the file on this event.